Manufacturer narrative:
Initial and final MDR 1875279 - MDR 3003442380-2024-01476 - device 3 of 3. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that three infusions set fell within 12-24 hours of use due to which hyperglycemia occurs. High blood glucose level was 15 mmol/l. He replaced infusion set and resumed insulin deliveries successfully. No further information was available.